Event description:
A report was received that the patient had an infection and a procedure related seroma at the lead site. The infection was not device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were kept by the medical facility.